Event description:
Note: this report pertains to the first of two malfunctions occurring during the procedure. It was reported to boston scientific corporation that when power was applied to cauterize the lesion in the biliary duct, the stonetome wire broke. The same event occurred with a second stonetome when the power was applied. The procedure was completed with a third stonetome. There were no reported complications and the patient was fine post procedure. Refer to MFR report #3005099803-2008-06611 for details regarding the second device.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined.